Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with heparin and integrilin. A pre-procedure femoral angiogram showed the vessel size approximately 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "green shuttle knob wouldn't go down smoothly and when the physician pulled the sheath up there was no advancer tube present". The balloon was deflated and the device was removed. The patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. It was also reported that the physician tested the device on the table once it had been removed from the patient and had great difficulty shuttling down the green shuttle knob for the advancer tube to come out.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229803) indicated that the device lot met all established performance criteria prior to shipment.